Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture grade IV and rupture.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade iii-IV, micro-calcifications, small nodule and adenopathy". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - calcification: not observed through visual inspection. - rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. - lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non-penetrating nicks and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade iii-IV, micro-calcifications, small nodule and adenopathy". This record is for the left side. Device was explanted.